Event description:
It was reported that the right ventricular (rv) lead had a high sensing integrity counter (sic) count. The lead remains in use. No patient complications have been reported as a result of this event.